Manufacturer narrative:
At this time, the lead remains surgically capped. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range pacing impedance greater than 3000 ohms and oversensing that caused an inappropriate shock. The rv lead was surgically capped with observation of lead fracture, and the implantable cardioverter defibrillator (ICD) system was explanted and not replaced. No additional adverse patient effects were reported.